Manufacturer narrative:
The device was not available for return. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. The device was not available for return.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired an infection following a permanent procedure. Device was explanted when the pocket site was not healing and started showing signs of infection. Follow up report indicate that patient has recovered without any sequelae and is looking forward for reimplant once his wound site has healed completely.